Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, however, pump time was incorrect. The customer corrected the time and successfully resumed insulin therapy. Customer¿s blood glucose level was 206 mg/dl.